Event description:
Over the course of a week and a half, a unit in an ep lab did not function properly. The first time the unit did not function properly, staff members were attempting to defibrillate a pt (age and gender unk) at 200j and the unit did not discharge. The staff recharged the unit and converted the pt. There was no adverse effect on the pt. The facility's biomedical engineering dept evaluated the unit and found it to be functioning properly. They felt that the alleged malfunction was caused by clinicians depressing the discharge buttons too quickly. The staff was re-inserviced on the product. The unit was returned to svc in the ep lab. Some time later, staff members were treating a pt (age and gender unk). The staff attempted to defibrillate the pt at 200j, and the unit did not discharge. The staff recharged the unit and converted the pt. There was no adverse effect on the pt. The facility's biomedical engineering dept evaluated the unit and found it to be functioning properly. The unit was returned to svc. A few days later, the alleged malfunction occurred a third time. The unit did not discharge twice during an ep lab procedure. The pt (age and gender unk) was converted and there was no adverse effect on the pt. The complainant indicated that over the course of the week and a half, the unit did function properly during several ep lab procedures.